Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues with device performance at all during the surgical procedure? Was there any difficulty removing the device? What type of leak test was performed? Was the anastomosis checked endoscopically? Can more information be provided on the dehiscence? What was observed during the reoperation? Were malformed staples identified? If so, please describe the shape and location. Was any tissue ischemia observed? How was the leak addressed directly in addition to performing the colostomy? If so, how? Is the colostomy temporary or permanent? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported to the sales rep by the doctor, that after using the powered circular stapler cdh31p that the staple line dehisced on his patient. He said that after the case where he checked for two in tact donuts and performed a leak test that was verified the stapler line was secure, the staple line dehisced four days after the case. He said that the patient had a bowel movement twice in the four days but still had internal pain. They did an MRI but was not able to see anything so the doctor took the patient back in for surgery. Once in surgery the doctor checked the staple line and found that it had dehisced and had to divert and give the patient a colostomy. Below is what the sales rep observed in the case while the device was used. - resident inserted the powered circular through the rectum - once it was positioned at the distal end of the sigmoid colon, dr f had the resident advance the trocar till it punctured through the colon. -dr f then attached the anvil to the colon ensure he felt the tactile click and that the orange marking on the trocar was completely covered. - dr f then had the resident begin to tighten down the stapler. - the resident tightened it down below the midline on the gauge on the device. - once verified that dr f liked the range of where the circular stapler was tightened to he had the resident fire the stapler. - the stapler went through he full cycle. - resident open the stapler up with 2 full 360 degree rotations of the knob and removed the stapler. - it was verified by dr f that there were 2 full in tact donuts - dr f then performed a leak test and it was verified that there was no leak at the stapler line. After it was verified there was no leak at the staple line dr f finished up with the case.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Sigmoid volvulus. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues with device performance at all during the surgical procedure? No. Was there any difficulty removing the device? No. What type of leak test was performed? Air with saline in the pelvis. Was the anastomosis checked endoscopically? No. Can more information be provided on the dehiscence? See below. What was observed during the reoperation? Anterior half of staple line dehisced, no stool spillage. Were malformed staples identified? If so, please describe the shape and location. No. Was any tissue ischemia observed? No. How was the leak addressed directly in addition to performing the colostomy? If so, how? Anastomosis sewn to close. Is the colostomy temporary or permanent? Temporary. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? I don't know, I saw no evidence at the first operation of stapler malfunction. What is the current status of the patient? At home, but will most likely get her follow up care elsewhere.